Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The device has a kink at 14mm from the tip while in the neutral position. In addition, ring #1 and #2 have broken adhesive and fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The device passed the dimensional test: however, the device has a kink at the distal section. The distal section was dissected finding the center support kinked at 13mm from the tip. In addition, the solder joint is not covered by the kevlar sleeve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulty is a design constrain of the product. (B)(4).

Event description:
Reportable upon analysis completed on 23july2016. It was reported that the steering mechanism broke. During an a-flutter ablation case an intellatip mifi xp catheter was advanced to the left atrium. During the procedure, the bi-directional steering mechanism broke. The device was exchanged for another of the same intellatip mifi xp catheter. The same issue occurred; however the physician was able to complete the procedure with the 2nd catheter and a steering sheath. No patient complications were reported and the patient's status is ok. However, returned device analysis revealed that rings #1 and #2 have broken adhesive and fluids under them.